Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry with the cardiac resynchronization therapy defibrillator (crt-d) could not be completed when the patient was attempting to send a remote transmission. Follow up concluded that the patient had not been seen by their clinic. The device remains in use. No patient complications have been reported as a result of this event.